Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal values displayed on the automated impella controller (aic) were approximately 30¿40 mmhg lower than the patient¿s arterial blood pressure measurements. A false "impella in aorta" alarm was observed. Device position was assessed and confirmed to be stable and appropriate via transthoracic echocardiogram (tte). Troubleshooting efforts, including attempts to re-zero the signal, were performed without resolution. After discussion with clinical support, placement signal monitoring was disabled per recommendation. The device continued to provide support, and the patient remained on impella support at the time of this report. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the placement signal issue/false alarm could not be determined.